Manufacturer narrative:
The device is not expected to be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the surgeon could not tell when the pedal of the c7000 cusa clarity console was fully engaged or not. They noted that the excel pedals have a ¿click¿ like feel and with the clarity, when the pedal is depressed, they could not tell it did anything. Also, the surgeon thought he had his foot all the way up to disengage the pedal, but it was not all the way up and power was still being delivered to the handpiece. On several occasions he thought he lifted his foot completely off the pedal, however as he moved the handpiece away, it continued to deliver power and remove unwanted surrounding tissue. There was no known patient injury and no delay in surgery was noted. The device was used for a tumor resection on (B)(6) 2020.

Manufacturer narrative:
Additional information: g4, g7, h2, h3, h4, h6, h10. Device identifier: (B)(4). Product identifier: (B)(4). The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record (DHR) was reviewed and showed no anomalies that could be associated with the complaint incident was observed. The reported complaint was not confirmed.